Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B)(4).

Event description:
Patient contacted dexcom on b)(6) 2015, to report that on b)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire had detached and remained in the patient's skin. The sensor was inserted at the abdomen on b)(6) 2015. No additional event or patient information is available.